Event description:
Information was received via the vad coordinator that the patient reported that while ambulating he pulled the driveline by accident; according to the patient "it was not pulled that hard." A few seconds after that there was a medium priority alarm followed in quick succession by a high priority alarm and pump stop. The pump was off for around one hour while the patient was transported by ambulance to hospital. When he arrived at the hospital the controller was changed and the pump restarted. A driveline repair was performed the following day. The patient tolerated the pump-off time and was in stable condition. It was reported that there have been no further problems.

Manufacturer narrative:
The controller was returned on 02/20/2015. Method: actual device evaluated; analysis of data log(s); visual inspection. Results: no failure detected. Conclusion: no failure detected, device operated within specification. The site has indicated that the pump remains implanted, therefore it will not be returned. Review of received log files confirmed electrical fault alarms, vad disconnect with pump stoppage alarms. Prior to the pump stop event the parameters were within operating range. There were no more electrical faults logged since the reported vad stop. The controller was returned for evaluation. The driveline was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed during review of the log files which revealed vad stopped, vad disconnect, and electrical fault alarms. The controller passed visual inspection and functional/dimensional evaluation. There is no evidence to suggest the devices caused or contributed to the reported event. There is evidence to indicate that the alarms and vad stop was due to intermittent connection between the controllers and pump most likely related to the pull introduced by the patient. The instructions for use and patient manual provide instructions to the user on proper usage, care and management of the driveline cable and controller. Instructions are provided to further educate the patient about product safety, visual indicators, audible alarm management, and device management. It further provides instructions and precautions regarding the care of the driveline including to always keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of the driveline hang feely where it might get caught on external items. It cautions against pulling, twisting or kinking the driveline. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore, it will not be returned. The controller is not being returned to the manufacturer for evaluation. Review of received log files confirmed electrical fault alarms, vad disconnect with pump stoppage alarms. Prior to the pump stop event the parameters were within operating range. There were no more electrical faults logged since the reported vad stop. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump and driveline remain implanted and therefore will not be returned for analysis. Device remains implanted.